Event description:
Further follow-up revealed that the patient's last known treating physician has resigned as of 2009 and the office was unable to provide any further information regarding the patient.

Event description:
An online search identified that the vns patient passed away. The relationship of the death to vns is unknown. No additional relevant information has been received to date.